Event description:
It was reported that during a routine follow up of an asymptomatic patient, the right atrial lead exhibited loss of capture and decreased sensing. It was determined that the lead had dislodged. The lead was explanted and replaced. The patient would continue to be monitored as usual.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.